Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent dislodgement.

Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the 3.5x12 mm rx vision stent delivery system (sds) was advanced in the patient anatomy. However, during positioning of the rx vision sds, it was noted there was no stent. The sds was removed from the patient anatomy. The stent was found on the prepping table. There was no resistance during removal of the protective sheath. An unspecified rx vision sds was used to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.